Manufacturer narrative:
(B)(4).

Event description:
Gastrointestinal problems [gastrointestinal disorder]. Case description: this case was reported by a physician via call center representative and described the occurrence of gastrointestinal disorder in a female patient who received denture cleanser (polident intense fresh tablet) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident intense fresh tablet. In (B)(6) 2021, an unknown time after starting polident intense fresh tablet, the patient experienced gastrointestinal disorder (serious criteria hospitalization). Polident intense fresh tablet was discontinued (dechallenge was unknown). On an unknown date, the outcome of the gastrointestinal disorder was unknown. It was unknown if the reporter considered the gastrointestinal disorder to be related to polident intense fresh tablet. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative (email) on (B)(6) 2021. Reporter stated that "I am dr, medical officer of. I am enclosing a telephone report on polident intense freshness." Polyclonal suspected medications, trade name reported as polident intense freshness. Formulation was reported as effervescent tablets. Indication was denture cleansing. Dosage was 1 tablet in the evening. The drug has been discontinued. Concomitant medications/vaccines reported trade name as gastroprotector. The dentist reports the following adverse event, the patient had gastrointestinal problems. Date of onset: a few days ago. Outcome reported as not available. Severity reported as hospitalisation.